Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from november 07, 2022 - november 09, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The expected therapy duration was 48 hours; however, it was observed that there was residual medication remaining within the device which had not been delivered to the patient within the expected therapy time. The device was filled with 5-fluorouracil medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.